Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Prior to the magnetic resonance imaging (MRI) procedure, the radiologist noted a possible lead fracture on a chest x-ray. Technical services (ts) advised checking with the clinic as review showed in range impedance values for both leads. This lead remains in service. No adverse patient effects were reported.